Event description:
Approx 2mm segment of a biopsy needle was broken off tip and remained in pt after biopsy of a t5 spinal lesion. Md was to notify primary md. Pt's vital signs were stable, neuro exam remained without deficits. Risk mgmt notified. Pt transfered.